Event description:
Per the clinic, the patient experienced a skin infection at the abutment site and subsequently was treated with topical and oral antibiotics (specific date and duration not reported). The patient underwent a surgical procedure on (B)(6) 2022, for skin revision and abutment removal.